Manufacturer narrative:
The device was returned for analysis. The reported ¿knot locked/stopped before reaching the arterial wall¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the knot was not able to be advanced as the knot locked/stopped before reaching the arterial wall. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral intervention. Reportedly, after deployment, the proglide knot was outside the incision. It was not possible to perform the suture [advance knot] as it did not cross to the artery. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.